Event description:
It was reported that during an unknown procedure, the device failed to fire on the initial firing. The device was empty. The case was completed with another device with out pt consequence.